Event description:
Pt was put down for afternoon nap. Pt was in a vail 1000 bed, which they had for 13 days. Pt combat-crawled (on their belly) to the top of the bed and slipped down between the vinyl bolster and the vinyl skirt surrounding the bed. They got wedged in so tight pt cut off their oxygen supply. Pt was asphyxiated. Pt was at least the third pt to die like this in this bed. In the early 90's, a portacrib of some kind was recalled after three pts' deaths, and over 250,000 of those beds had been sold. Rptr is sure the number of vail 1000 beds sold to pt numbered in the low thousands, so the death per bed incidence is monstrously higher in the vail bed. The bed ad reads: "once upon a time, parents of special-needs children dreamed of a way to make bedtime easier and safer. With vail beds, everyone sleeps happily ever after. Your child enjoys the soft, non-threatening security of an enclosed hospital bed-while you enjoy peace of mind knowing they are protected during the night." (The entire ad can be seen on the back of every exceptional parent magazine.) Litigation is pending.